Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported, that the patient was implanted an as inverse glenoid fixation on (B)(6), 2015.the patient underwent a revision surgery on (B)(6), 2015 due to loosening of the glenoid component. All components were removed and replaced with the exception of the humeral stem.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. The compatibility check was performed and showed that the product combination was approved by zimmer. Review of incoming information: it is reported that a shoulder revision was performed due to loose glenoid component. No pictures, x-rays, surgical reports or other further documents are available for review. No devices were returned for investigation. Root cause analysis: possible causes for the reported event according to dfmea: line 24: loosening due to fixation (uncemented - micromotion). Line 25: loosening due to notching/impingement of glenoid baseplate into proximal humerus due to malposition of one or more components. Line 26: loosening due to poor or insufficient bone compromises surgical outcomes. Line 27: loosening due to baseplate geometry and size do not support effective anatomical reconstruction. Line 30: loosening due to misalignment of glenoid due to challenging surgical procedure. Line 31: loosening due to intra-operative fracture of glenoid/scapula due to implant design. Line 32: loosening due to surgeon may decide to cement the metal glenoid baseplate due to misunderstanding of intended function or concerns over the quality of the fixation achieved through press-fit alone. Line 33: loosening due to risk that surgeon may neglect to place one or both fixation screws. Line 34: loosening due to surgeon inserts and prepares glenoid with implant rotated by 180 degrees around medio-lateral axis. Comparison to investigation results whether it is possible and justification: not possible: the appropriate surgical technique defines the correct implantation. Possible: as surgical report, x-rays and the products itself were not available, it is possible that there was a malposition of the screws. Possible: no patient data is available, bone condition is unknown. Possible: as no surgical reports, x-rays were available this point cannot be excluded. Possible: as no surgical reports, x-rays were available this point cannot be excluded. Not possible -> a systemic issue with design would have been detected within the complaint summary. Possible: as no surgical reports were received, this point cannot be excluded. Possible: as the devices or a surgical report were not available, it is possible that the surgeon neglect to place one or both fixation screws. Possible: as no surgical reports, x-rays were available this point cannot be excluded. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).